Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The customer did not provide the electronic device records for review. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock when attempted and subsequently powered off during patient use. A back device was available and used to continue patient care. The patient associated with the reported event did not survive. The customer advised that no further details about the patient or the event were available.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death".

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock when attempted and subsequently powered off during patient use. A back device was available and used to continue patient care. The patient associated with the reported event did not survive. The customer advised that no further details about the patient or the event were available.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Clinical review of the file was performed by physio-control; however there was insufficient information within the file to determine whether or not the device use contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock when attempted and subsequently powered off during patient use. A back device was available and used to continue patient care. The patient associated with the reported event did not survive. The customer advised that no further details about the patient or the event were available.